Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Blood glucose value not provided. The customer alleged that the pump was delivering too much insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed.